Event description:
A wound ostomy continence nurse called in a stated an end user has had a red itchy area under her stomahesive tape collar for one (1) year.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The wound ostomy continence nurse stated the end user has tried multiple product samples. The wound ostomy continence nurse went on to state the end user has seen multiple wound ostomy continence nurses and the last one recommended a product without a tape collar. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).